Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4316 lot #: 17164040 description: next generation anchor kit-sterile model #: sc-2138-50 serial #:(B)(4) description: scs 50cm iii lead.

Event description:
A report was received that the patient was experiencing pain at the midline incision site. The physician believed that the pain was stemming from the mechanical clik anchor. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.